Manufacturer narrative:
Our field service engineer found, during preventive maintenance, that the compressor was going into standby mode intermittently and replaced the standby valve. The connector on the exhaust side of the standby valve was found broken and was also replaced. He noticed a hole in the compressor exhaust tubing which was replaced. After maintenance the compressor passed all functional and safety test per factory specifications and was returned to customer and cleared for clinical use. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear depending on the compressors run/standby duty cycle. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. Leaking compressor tubing may also lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. The conclusion in this matter is that the standby valve and exhaust compressor tubing was defective. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref # : 267855.

Event description:
It was reported that during preventive maintenance, the compressor intermittently went into standby. There was no patient involvement. Manufacturer's ref # : (B)(4).